Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a pin was missing on the flow sensor. The flow sensor was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit was not detecting the expiratory flow sensor. There was no report of patient involvement.